Event description:
It as reported that a tip of the removal driver inner shaft broke off during final screw removal. The broken tip was retrieved. The surgery was completed successfully without patient impact or delay.

Event description:
It as reported that a tip of the removal driver inner shaft broke off during final screw removal. The broken tip was retrieved. The surgery was completed successfully without patient impact or delay.